Event description:
Additional information was received from a telephone call with the patient reporting that their implanting health care professional (hcp) had been the one to do their revision surgery a few years after the original implant. The patient stated that they thought they had needed the revision due to a fall but they could not remember all of the details.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she had a fall a couple of years after the implant and had a lead revision. The indication for use was post lumbar laminectomy syndrome. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.